Event description:
It was reported that patient presented in clinic experiencing dizziness. Upon interrogation, it was noted that left ventricular (lv) lead exhibited high capture threshold and noise. It was also suspected that the lead had dislodged. Review of transmission revealed that intermittent loss of capture was noted on left ventricular channel. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
Additional information requested but not received.